Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15nov2019.

Event description:
It was reported that the ventilator produced the diagnostic code "pressure regulation high." There was no patient involvement. Technical support troubleshot with the customer. The customer reported that the data acquisition, motor controller and central processing unit printed circuit board assembly (pcba) were replaced but the problem persisted. After troubleshooting and checking the tubing connection, the customer reported that the problem was resolved by replacing the cable that connects the motor controller to the data acquisition printed circuit board assembly.